Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) pocket had opened along the incision line and a pocket infection was diagnosed. The system, which had been implanted with an absorbable envelope approximately two months prior, was removed. No further patient complications have been reported as a result of this event.